Event description:
According to the information received, the 18mm amplatzer septal slipped into the right atrium, was removed and a 22mm amplatzer septal occluder was attempted. This device embolized to the pulmonary artery during deployment. The patient was sent to the operating room for device removal and surgical closure of the asd. No additional information will be provided to aga medical due to hippa reasons.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.